Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to remove the cartridge and inspect the o-ring, which was found to be missing or damaged. As a result, a replacement pump was provided to the customer, and no further action was needed.